Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectosigmoidectomy with video, on completion of the surgery, stapler and the load locked when triggered. Used another stapler and load to replace. There was no patient injury.